Event description:
It was reported that the customer had a infusion set anomaly on the insulin pump. The customer's blood glucose is 411 mg/dl. The customers was treated with manual injection. The troubleshooting was performed. The customer was advise to change the entire set, reservoir and insulin and treat per health care provider instructions. The patient does not have another infusion set available. The customer was advised that we are sending replacement supplies. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.